Manufacturer narrative:
The second iliac screw reported is of the same product part number but contains a separate manufacturing lot number. · 635632 manufactured 9/23/2010. A review of the device history records revealed no manufacturing, processing or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. No evaluation possible at this time. The implants have not been returned for evaluation. Multiple attempts to obtain information from the international customer have been unsuccessful. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted. The zodiac spinal fixation system is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. It is intended to provide stabilization during the development of fusion utilizing a bone graft. Specific indications for the zodiac system are dependent in part on the configuration of the assembled device and the method of attachment to the spine. It is intended that this device, in any system configuration, be removed after development of solid fusion mass. Hook component indications are limited to t7-l5. Sacral-iliac screw indications are limited to the sacrum-iliac crest only.

Event description:
An international customer ((B)(6)) reported they had an issue with two screws which were implanted last year. They indicated revision surgery was conducted on (B)(6) 2017 to remove both iliac screws which had fractured and broke within the patient.